Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported the patient is experiencing ineffective therapy due to high impedance. Surgical intervention may take place at a later date.

Event description:
Additional information was received wherein the scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.